Event description:
It was reported that when opening a stimloc sterile package, the physician realized that one piece was missing. It was not clear if the support clip or the cap of the stimloc was missing. It was reported that the product was discarded and a new stimloc package was used. The reporter stated that there was no interruption of the surgery and the surgery was not aborted. It was noted that the patient suffered no injury or adverse event.

Manufacturer narrative:
Supplemental submitted to correct conclusion code.

Manufacturer narrative:
(B)(4).